Event description:
It was reported that a pt underwent a balloon kyphoplasty procedure at two levels t12 and l4. The bone cement that was injected at level l4 was noted to be too viscous and granular. The procedure was completed successfully and the pt status is good. No additional information was reported.

Manufacturer narrative:
The product was returned used; therefore, could not be evaluated. Method - device not returned; followed up with company representative.